Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced. Post operatively, there were no reported complications, and the patient was noted to have recovered.

Manufacturer narrative:
Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the leads.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced. Post operatively, there were no reported complications, and the patient was noted to have recovered.